Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). This medwatch will apply to test strip lot number 29778721. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 35349723. A sample from the patient was tested using the meter and test strip lot number 29778721 between 1:30 p.m. And 2 p.m. On (B)(6) 2019 (in the meter memory, an incorrect date of (B)(6) 2006 is listed), resulting with a value of >8.0 inr. At an unknown time, a sample from the patient was tested using the meter and test strip lot number 35349723, resulting with a value of 5.6 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and did not receive a change in medication based on the meter results. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.2 inr. The patient's testing frequency is once every thursday. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The customer did state that he took two extra 5 mg. Warfarin tablets by mistake on the week of (B)(6) 2018. He held his warfarin for two days prior to (B)(6) 2019. The patient is not taking any new medications, has had no diet changes, and has no illnesses. The patient had no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.